Event description:
Same case as #3005099803-2008-05093 . It was reported that during preparation for an unspecified procedure, damage to the device was noted. It was found, prior to use, that the cre 18-20 mm 8 cm f/g balloon dilatation catheter was bent. The procedure was completed with another cre dilatation balloon. As there was no patient contact, no patient complications occurred.